Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller stated the patient was recharging 3 times a week. The next morning after a recharging session was completed they were noticing the patient was more emotional and had trouble with words. Caller stated the patient would follow up with their doctor and did now know when. Later an hcp called and reiterated that post recharging the patient was experiencing confusion, crying, and difficulty getting words out. Patient was on a 3x/week charge schedule and has occurred consistently. Caller didn¿t ever think the ins was depleted. Symptoms were considered sudden. There were no further complications reported.